Event description:
It was reported that the pt had no stimulation sensation. The pt's back pain had improved over the past yet and stimulation was used intermittently. The pt went to turn the implantable neurostimulator (ins) on approximately one month ago and did not feel stimulation. The pt got a new battery for the pt programmer. The pt could not feel stimulation at the time of the report. The ins light on the back of the pt programmer was blinking or had no light at all. The ins on and the 9v light were green. The pt experienced excruciating breakthrough pain. The pt was reprogrammed. The pt also had surgery (2009) to fix the problem with the system. The pt was no longer having a problem with the system.